Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was selected to be used. During deployment the physician stated that after the procedure could not fully appreciate the depth of the laa. The closure device was deployed too deep and recaptured twice until proper positioning obtained. The position, anchor, size and seal (pass) criteria was performed and confirmed. After release, the pericardium was checked and small to moderate effusion was noted. The physicians waited 30 minutes observing after protamine was administered. A 1 to 1.5 cm effusion was noted to be stable. The physician decided to perform pericardiocentesis to drain effusion. A successful placement of drain was performed. Approximately 200 ml of blood was drawn from the pericardium. The patient was admitted overnight for observation with drain in place. The patient is expected to fully recover.

Manufacturer narrative:
H6: impact code correction: f2303 medication required removed.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was selected to be used. During deployment the physician stated that after the procedure could not fully appreciate the depth of the laa. The closure device was deployed too deep and recaptured twice until proper positioning obtained. The position, anchor, size and seal (pass) criteria was performed and confirmed. After release, the pericardium was checked and small to moderate effusion was noted. The physicians waited 30 minutes observing after protamine was administered. A 1 to 1.5 cm effusion was noted to be stable. The physician decided to perform pericardiocentesis to drain effusion. A successful placement of drain was performed. Approximately 200 ml of blood was drawn from the pericardium. The patient was admitted overnight for observation with drain in place. The patient is expected to fully recover.